Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A health professional reported while inserting an intraocular lens(iol), the haptic did not return to its normal shape during a procedure. The patient experienced a slight capsular rupture. The iol was placed in the sulcus but the haptic is not stable and the surgeon may have to remove the iol at a later date. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the sales representative stating he has not seen the surgeon since the incident but the operating room manager confirmed that the patient was revised.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information received stating the patient was not revised.